Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "new laparoscope produced a foggy/blurry image. This is within warranty period and requires a replacement." Was confirmed. According to henke: scope was received on 2/10/2025. Evaluated with level 2 repair. Light scratches and nicks on distal tip. Distal tip fiber damage. Broken lenses in optical system. Cosmetic scratches and residues. Shipped on 2/17/2025. DHR reviewed, no discrepancy¿s found. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image during the procedure.